Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the failure to close the clip. It was reported that all steps were performed per the instructions for use; however, during preparation of the first clip delivery system (cds) (70620u138) the clip opened; however, could not be closed. Standard troubleshooting was performed on the clip, but this failed. The clip could not be used on the patient. Two clips were able to be prepared and deployed successfully to complete the procedure. There was no clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the inability to open or close the clip. The analysis identified that the l-lock tabs were broken inside the connector, which resulted in the difficulty opening the clip. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents reported from this lot. Av conducted root cause analysis and determined cause was potentially the result of a manufacturing/handling issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medwatch report, new information received indicates that the clip could not be opened at all during preparation. No additional information was provided.